Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) on (B)(6), 2023 regarding an implantable neurostimulator (ins) that was implanted for pain. The reason for call was pt reported that they needed to meet with a manufacturer representative (rep) to assess if they need to have their ins replaced or reset. Agent understood pt saw on programmer that the ins was charged but wasn't delivering therapy.  Pt said their leg was throbbing and killing them, and that they scratched their leg till it bled to try to get their leg to stop hurting - the pain had gotten worse and worse over the last 2 months; pt can't even touch their leg without pain and feels like before they got their ins. The patient was redirected to their healthcare provider to further address the issue - agent explained fastest way to contact field reps was through hcp but pt didn't seem to want to work with them to reschedule. Agent offered to send an email to request for rep to contact pt directly. Additional information was received on (B)(6) 2023. A rep reported the patient had experienced a loss of stimulation. Impedances were checked and were found to be high (40,000 ohms). They attempted to reprogram but the high impedances did not resolve. The cause was not yet known; issue was still ongoing.

Event description:
Additional information was received from the patient via the manufacturer representative (rep) reporting that the patient had a lead replacement due to one lead migrating/pulling out of the epidural space and the other lead having out of range impedances (8-15 all were greater than 10,000 ohms). It was reported that the patient had experienced stimulation in an undesired location and a loss of stimulation. The patient had a return of pain. The medical doctor decided replace both leads which occurred on (B)(6) 2023. The cause of the issue was unknown. The issue was resolved. The manufacturer representative indicated they would send any further information as they become aware.

Manufacturer narrative:
Continuation of d10: product ID 977a260, lot#/serial# (B)(6), implanted: (B)(6) 2015, explanted: (B)(6) 2023, product type lead. Product ID 977a260, lot#/serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2023, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.